Manufacturer narrative:
Batch review performed on (B)(6) 2024. Lot 2408154: (B)(4) items manufactured and released on 26-june-2024. Expiration date: 2029-06-12. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional components involved and revised: batch review performed on (B)(6) 2024. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2417339: (B)(4) items manufactured and released on 01-july-2024. Expiration date: 2029-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Cup: mpact 01.32.158mht acetabular shell ø58 multi-hole t (k230011) lot 2338380: (B)(4) items manufactured and released on 25-june-2024. Expiration date: 2029-06-11. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 2344541:(B)(4) items manufactured and released on 02-jan-2024. Expiration date: 2028-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Screws: mpact 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot 2410266: (B)(4) items manufactured and released on 28-may-2024. Expiration date: 2029-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l 30 (k200391) lot 2410274: (B)(4)items manufactured and released on 22-may-2024. Expiration date: 2029-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l 30 (k200391) lot 2410276:(B)(4) items manufactured and released on 27-may-2024. Expiration date: 2029-05-07. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. Subsequently, the patient came in due to signs of infection and the pathogen was unknown. On (B)(6) 2024, the surgeon revised all implants. Presently, on (B)(6) 2024 the patient came in due to signs of infection and the pathogen is unknown. The surgeon explanted all implants and placed an antibiotic spacer. The surgery was completed successfully.